Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The IFU states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4). Lawyer-filed report - (B)(6).

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal discharge, vaginal discomfort, left hip discomfort with sacroiliac joint inflammation, mesh erosion, excision of vaginal mesh and granulation tissue with anterior vaginal mucosa on (B)(6) 2009. She continued to have vaginal pain and discomfort, recurrent vaginal infection, recurrent mesh erosion where the proximal arm of the mesh entered the vaginal mucosa that was initially treated with estrogen cream but did not respond, continued mesh erosion with noted bunched up area of mesh at the apex on left side of the anterior vaginal compartment and rectocele with outlet obstruction symptoms. On (B)(6) 2010, she underwent explantation of mesh, anterior colporrhaphy, bilateral uterosacral ligament vault suspension, posterior colpoperineorrhaphy and enterocele repair. The patient continued to have abdominal and pelvic pain, urinary tract infection, recurrent small vaginal erosion and she declined estrogen vaginal cream to treat vaginal mucosa erosion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced irritation, eroded anterior mesh, recurrent symptomatic vaginal mesh exposure, symptomatic recurrent pelvic organ prolapse and required additional surgical interventions.